Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with 700cc mentor memorygel breast implants experienced bilateral issues post procedure. There were bilateral ridges that felt sharp as if the implant was sticking medially near the cleavage. The left side was described as being severely hard, which is consistent with capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-03822 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 6009426, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).